Event description:
The patient reported they had not received therapy benefit for three weeks; no stimulation sensation had been detected whether the device was turned on or off. After review of the message screens and the patient indicated telemetry issues had occurred; the representative suspected the battery was over-discharged. The patient was advised to perform a physician-mode recharge procedure; the representative anticipated further follow-up with the patient. Additional information has been requested from the physician.